Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Manufacturer narrative:
It was reported that the customer's adverse event occurred during the week. Customer stated that previously he has not contacted emt, because of low blood glucose. Customer stated he does not have any concerns with the way his insulin pump is working, it's functioning like it supposed to. Nothing further reported.

Event description:
It was reported that the customer was treated by the emergency medical team at home. Customer stated that the paramedics have come to the home several times for low blood glucose levels. Customer's blood glucose level was not included in the report. Nothing further was reported.